Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. The reporter considered pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. D13382) for female sterilisation. The patient had a medical history of gallbladder removal in 2010 and alcohol use, tubectomy, parity 4 and multi gravida. As concurrent condition the report mentioned vaginal discharge. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6)2023. The reporter considered pelvic pain to be related to essure administration. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Lot number added. Essure removal details updated. Medical history & concomitant conditions are added. New reporter were added. Suspect product indication added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. D13382) for female sterilisation. The patient had a medical history of gallbladder removal in 2010 and alcohol use, tubectomy, parity 4 and multi gravida. As concurrent condition the report mentioned vaginal discharge. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). The reporter considered pelvic pain to be related to essure administration. Batch no. D13382, production date:2014-09-26, expiration date:2017-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jan-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.